Manufacturer narrative:
Qn# (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of cath-gard leak is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the temporary pacing catheter was placed, the staff noted there was oozing around the entry port into the sterile plastic sleeve. It was noted that there was a slow enough leak that the issue was not resolved. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the temporary pacing catheter was placed, the staff noted there was oozing around the entry port into the sterile plastic sleeve. It was noted that there was a slow enough leak that the issue was not resolved. There was no report of patient injury or consequence.